Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the epg (external pulse generator) was connected to a pacer dependent patient, when it had a "sudden loss of capture," about 15 minutes after the device was turned on. The battery was replaced, and the device was reconnected to the patient. Normal function was observed until about ten minutes later, when there was another "loss of capture" observed. Another device was used. It was further reported that life support maneuvers were needed, and after this, the patient was stabilized. No further patient complications have been reported as a result of this event.